Manufacturer narrative:
It was reported that, during reprocessing, the colonovideoscope tested positive for exessive colononization in the channel tube. The root cause of the event was not specified conclusively. However, the device inspection results confirmed nonconformities below: 1. The insertion tube and the bending cover was repaired by a third party before. 2. The control section was corroded and scratched. 3. Lg-connector was corroded and scratched. 4. The switches were corroded and scratched. 5. The protector was corroded and scratched. 6. Lg-tube was corroded and scratched. Although the device had nonconformity at manufacturing, it did not influence for the device was shipped in accordance with the specifications. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.